Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 26-jan-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and other chronic/intract pain (trunk/limbs). On (B)(6) 2019 the patient reported that their ¿component¿ was replaced. The happened around 5 years ago. No patient symptoms were reported and no further complications were reported or anticipated.